Event description:
It was reported that during implant procedure the lead continued to dislodge due to the helix not being able to fully extend. The lead was not implanted and a competitors lead was used instead. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.